Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient's family member that the patient died from multiple organ failure that stemmed from an infection. The patient's death occurred five days after this pacemaker system was implanted. Additional information was received from the field representative that the patient had bypass surgery approximately two days prior to the pacemaker implant, and that the device system was implanted by a cardiac surgeon. Despite multiple attempts, the field representative was unable to obtain details related to the patient's death, nor was he able to confirm that patient had an infection. The representative noted the physician does not believe that the device caused or contributed to the patient's death. At this time, it is not expected that the device will be returned for analysis.